Event description:
Patient one touch ultra meter was reading inaccurately low. Medical affairs specialist called and spoke with the patient, who provided additional information. The patient stated that they received the subject meter back in february and it worked fine for a week. After that they had noticed a decimal point in the results (it was determined that the meter was in the wrong unit of measurement (mmol/l). They stated that they had gone into the meter settings to "make sure the time was correct". Therefore, there is no malfunction. They also stated that sometimes they had power issues with the meter and was not able to turn on the meter when they inserted the test strip. It was determined that they were not inserting the test strip all the way into the test strip port and therefore the meter was not turning on at times. They also reported that one afternoon in february (after they had noticed the decimal points in the results), was feeling dizzy and nervous . They had tested on their meter and received a result of "29.0" (522 mg/dl). They "knew that the result was high", but did not know what the decimal point meant. They had been taking their set amount of insulin during the time the meter was in the wrong unit of measurement. After receiving the result of "29.0 on their meter, they went to the emergency room. They had not taken any medications based on that result. They had already take their set am0unt of insulin 55 units in the morning; and they take 35 units at night). At the emergency room, the patient was told that their blood glucose result on the ER meter was "very high" (patient did not know the exact result). Test strips and control solution were sent to the patient.